Event description:
(B)(4). Very heavy periods, large clots passed, pelvic pain, back pain, headaches, dizziness, incontinence, frequent urination, constipation, panic attacks, insomnia, abdominal muscle spasms, excessive weight gain, bloating, tooth decay, gum disease, heart burn, joint pain, painful periods, muscle spasms, vision changes and eye twitching, food allergies, hip pain, pelvic pain.